Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/01/2023, it was reported by a sales representative via sems (B)(4) that an ar-300b burr had a drill bit get stuck in it, while trying to remove, the bit broke. Ththis issue presented itself after the case had been completed during break down of the sterile field with no patient effect.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackage ar-300b batch 07109 was received for evaluation. Visual evaluation of the ar-300b noted that the device has an obstruction inside the hole where the burr is plugged, presumably the reported broken burr. The most likely cause of the observed failure is a use error. When two devices are intended to be threaded/mated together, ensure they are fully engaged before use.